Manufacturer narrative:
At this time, it is not suspected that the device will be returned for investigation as the patient has not been revised; however an investigation of the reported event is in progress. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available supplemental medwatch 3500a will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that a patient underwent a primary hip procedure 9 months ago and was then experiencing 1 month of anterior thigh pain.

Manufacturer narrative:
Corrected and additional information is filled in the following fields: additional: device evaluated by MFR. Correction: date of report, PMA/510k. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: medical : pain. Event description: it was reported that patient underwent an initial hip procedure on (B)(6) 2014 and was experiencing approximately 10 months after implantation anterior thigh pain. This is a split case with zimmer inc., warsaw (B)(4) for the femoral component (stem) and the cup and the liner. Review of received data: clinical study data: at the follow-up report approximately 6 weeks post op it was noted that the patient was not experiencing any pain or discomfort. At the follow-up report on feb 09, 2015, it was noted that the patient experiences slight pain (rated as a value of 2 from 10) at the area of the trochanter and the anterior thigh. This pain would occur after walking for 30 min. Treatment: prescribed 1 month of diclofanec. At 2 years post op on (B)(6) 2016) the pain has resolved and there was no revision that took place. Follow-up notes dated on (B)(6) 2015, state that the patient had some thigh pain over the past few months. Mild tenderness over the lateral mild thigh. The incision would be well healed and there is only a minimal discomfort within a gentle range of motion of the hip. Radiographs would show that the components are well positioned without any evidence of loosening or failure. Op notes dated on (B)(6) 2014 have been received. The patient had severe left hip degenerative joint disease with acetabular bone cyst. The trials were checked for range of motion and stability. All the trials were removed and the final implants were inserted. The final components were rechecked for range of motion and stability and found excellent flexion and extension with good stability and equal leg lengths. No intraoperative complications were reported. The post-implantation x-ray has been reviewed by an radiologist from maven md (see diligence log: (B)(4). Normal postoperative appearance of left tha. Some soft tissue swelling/emphysema is noted, which might be normal in postoperative state. No signs of loosening have been found. Device analysis: no product was returned to zimmer biomet for in-depth analysis as the device are still implanted and no revision surgery is planned.. Review of product documentation: the compatibility check was performed from and showed that the product combination was approved by zimmer biomet. Root cause analysis: postoperative tissue reaction on burs / sharp edges due to insufficient manufacturing process not possible. A systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. However, all possible causes related to the issues reported are listed in rmw file. Conclusion: it was reported that patient underwent an initial hip procedure on (B)(6) 2014 and was experiencing approximately 10 months after implantation slight pain at the area of the trochanter and the anterior thigh. At the two years follow-up it is reported that the patient does not experience anymore pain. The x-ray review showed that the implants are well positioned and there are no indications for the origin of the pain. Moreover, the review of the DHR indicates that the head met all requirements to perform as intended. However, based on the available information, an exact root cause for the pain cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Investigation of this incident is currently ongoing, a follow up report will be submitted when additional information becomes available. (B)(4).

Event description:
It was reported that a patient underwent a primary left hip procedure and was then experiencing 1 month of anterior thigh pain.